Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and stripped threads on the battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: battery compartment was cracked from the threads to case seal. Threads on pump were worn. No corrosion in battery compartment. Battery cap threads were stripped. Attempted to tighten battery cap. Cap spun in pump and did not maintain power. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.